Manufacturer narrative:
Product analysis: analysis was performed it was found the programmer stylus did not align with the cursor on the touchscreen. The touchscreen was calibrated. It was also determined at analysis that the stylus cable was pinched but was working correctly. The upper left and right hinges were worn, and the paper tray was nearly empty. Software history errors were found, the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer required corrective maintenance / repair. It was further reported that the reason for repair was unknown. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.